Event description:
It was reported that during a gall bladder procedure, there were spitting clips. From the beginning of the procedure, the clips jumped, change to another device, same batch and same problem. Changed device to a er320 and the problem was solved. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The analysis results of devices (a and b) found that they were received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the devices were functionally evaluated. Upon firing of the devices, the remaining clips were ejected and then, locked out as intended. It could not be determined what may have cause the found condition. No incident related to the reported event was observed during the batch record review.